Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's ipg wasn't set to surgery mode before undergoing surgical intervention for an event reported under MFR report number: 1627487-2019-03014. In turn, the patient's ipg became inoperable. As a result, the patient's ipg was explanted and replaced. Therapy was restored following the procedure.